Event description:
It was reported that the device was explanted and replaced due to high lead impedance issue. It was noted that the lead impedance could not be measured during check in (B)(6) 2017. The lead was reused and the measured data was acceptable with replacement device. There were no adverse consequences to the patient after procedure.

Manufacturer narrative:
The reported field event of the inability to measure the lead impedances was confirmed in the laboratory. Analysis determined that the low battery voltage of the device may not have been sufficient for accurate data measurements. Assessment of original battery upon receipt noted that the device was at normal eri (elective replacement indicator). Further testing was performed by replacing the original battery with a new one, and all test results showed normal functionality. The header and the connections were also examined, and no anomalies were identified. A longevity calculation was performed based on nominal settings, and the device met its expected longevity with normal battery depletion.